Event description:
Caller reported cartridge alarm 20 and 30 occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and resolved to replace the pump, which remained under warranty. The customer, already familiar with the procedure, was advised to return the malfunctioning pump to tandem and received instructions on using the replacement pump with updated software. They confirmed understanding of the need to connect their cgm and program pump settings into the new device and will use mdi as a backup therapy to ensure continuous insulin delivery.